Event description:
Pt here for cataract surgery, insertion of intraocular lens (iol). When iol was being inserted, the leading haptic became stuck in injection cartridge and tore off. Doctor cut lens and extracted it from pt's eye. Replaced with new iol with no further incident.